Event description:
It was reported that; the first case of the day. The procedure, a right tympanoplasty, was for a male patient, 58 years of age, 179 pounds. During the case, the user reported that they were able to manually ventilate the patient and then went into automatic ventilation mode. The user reported that the patient coded and a third party monitor (phillip's) was in use and indicated the patient was having an arrhythmia. The customer reported that no alarms were present from the anesthesia machine. The case was cancelled and the patient is currently comatose and is on a critical care device.

Manufacturer narrative:
H.3. A dragerservice representative performed an evaluation of the device. Visual inspection and performance testing found the machine to be performing within its specifications. The device log was returned for investigation. Visual inspection of the device log on the date of occurrence indicated that the device was operating normally.